Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and replaced with known good hv capacitors. The device was tested on the bench and no anomalies were found. The original hv capacitors were sent to the manufacturing site for further evaluation and an anomalous hv capacitor was found. The cause of the charge timeout was an anomalous hv capacitor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that charge time-out was observed. Device was explanted and replaced. Patient was fine.